Manufacturer narrative:
H3: software analysis completed. Reviewed logs and found that user faced low performance warning and cleared it in navigation task. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735737, version: 1.0.2. The work order was completed and it was noted that the system preformed as intended and there was no parts replaced. 10,213,67 is associated with completed work order 4114, 3221, 4315 are associated with pending sw analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the system was unresponsive during the procedure while placing screws. The system began to respond after 4 minutes, no rebooting, and the procedure was able to continue without further issue. Unclear what troubleshooting was done, if any, during the unresponsive state. There was a reported delay of four minutes. There is no known impact on patient outcome.